Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that a pt who underwent bilateral lasik experienced bubbles traveling through the canal into the stromal bed during flap creation in both eyes. There was an area on each flap that could not be lifted. A #15 blade was used to dissect the flap. This report concerns the left eye.